Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was deployed. While they were pulling back on the handle the suture broke at the distal on the end of the device. They were able to close the pouch and as they were pulling the pouch out of the trocar site the pouch split and the gall bladder and stones fell into the patient's abdomen. The surgeon made the trocar incision a little bigger and pulled the gall bladder and the stones out with a kelly clamp. The surgeon is concerned about the risk of infection. The patient is stable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Serious injury.

Manufacturer narrative:
(B)(4). (B)(4). (B)(6). The analysis results of the device found that it was received already deployed; the bag was not received for evaluation. The rest of the components of the device were found to be in good condition. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported that an intellivue x2 measurement server had generated a visible "speaker malfunc." Inop message.